Manufacturer narrative:
The technician investigated and replaced the hydraulic power unit due to an intermittent operation of the head up function.

Event description:
The customer alleged that there seems to be an issue with the head section and that it isn't going up all the time. There are no alarms or error codes reported.